Event description:
A female underwent initial aaa repair in 2008. One flex main body and two iliac leg grafts were placed. The patient developed ischemic bowel, so the physicians treated her for this. A couple of days later, the patient was fine.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU specifically states inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration, or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to planning and sizing as well as anatomy. However, we have notified the appropriate individuals, and we will continue to monitor for similar events.